Event description:
There are energy select buttons located on the sternum defibrillator paddle. If the operator attempts to defibrillate a pt using their index fingers, their thumb rests on these energy select buttons. It is an easy and natural matter to activate one of the energy select button as they are depressing the discharge buttons. Inadvertently depressing the energy select button while attempting to defibrillate, causes the defibrillator to internally dump the charge, silently. In the stress of a code all that the staff may be aware of is that the attempt to defibrillate did not work.